Event description:
Same case as: 2134256-2009-03741. It was reported that during a renal artery stenting procedure, a stent dislodgement occurred. The lesion was located in the left renal artery. The ostium of left renal artery was severely calcified. Vascular access was obtained in the groin. The physician advanced the express biliary sd monorail premounted 5.0x19x90cm stent system to the left renal artery, however, the stent dislodged from the express biliary stent delivery system (sds) into the renal artery. The sds was removed outside of the patient. Next, the physician advanced the maverick2 monorail ptca 9mm x 4.0mm balloon catheter in an attempt to open the dislodged express biliary stent. The maverick was inflated once to an unspecified number of atms for approximately 3-8 seconds, however, the balloon would not deflate. The physician advanced an unspecified number of unspecified guide wires to the maverick balloon in an attempt to perforate the balloon, however, these attempts were unsuccessful. Next, the physician inflated the maverick to 18 atms and the balloon burst. The maverick balloon was removed intact. It was noted that the length of time from the initial attempt to deflate the maverick to until the time it was intentionally burst was 20 minutes. Next, the physician advanced an unspecified liberte bare metal stent and successfully implanted it into the renal artery. The physician used an unspecified sterling balloon catheter to place and implant the dislodged express biliary sd stent next to the liberte so the two stents overlapped. The physician did not post-dilate. No additional patient complications were noted and the patient's status was reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be files.